Event description:
It was reported that the patient went to the clinic due to coughing. It was noted that the patient's right ventricular (rv) lead had increased impedance and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.